Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and exchange from textured to smooth implants due to the patients concern with the products.

Event description:
Patient reported right side rupture confirmed via ultrasound, pain, shifted, very damaged, exchange from textured to smooth implants due to the patients concern with the products. The device remains implanted.

Event description:
Patient reported right side rupture confirmed via ultrasound, pain, shifted, very damaged, exchange from textured to smooth implants due to the patients concern with the products. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening device assessed as fold flaw opening. ¿ malposition: unable to observe this condition. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture confirmed via ultrasound, pain, shifted, very damaged, exchange from textured to smooth implants due to the patients concern with the products. Healthcare professional confirmed pain, rupture, shifted, very damaged, and exchange from textured to a smooth implant due to the patients concern with the product. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b5 d6b h6.

Event description:
The device has been explanted and replaced.